Manufacturer narrative:
Inner coil lumen and the ptfe liner damage was noted at 23.1cm to 24.0cm from the connector pin consistent with clavicle crush damage. The conductor insulation was abraded. This is consistent with the observation from the field of noise. An external insulation abrasion caused by friction to the device can was noted at 18.1cm to 18.4 cm from the connector pin. The insulation abrasion breached the rv lumen with no damage noted to the etfe cable coating.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a non sustained right ventricular oversensing alert for right ventricular lead noise. The lead was explanted and replaced. The patient was stable.